Event description:
It was reported that during the implantation of an advance sling, the urethra was perforated and following the implantation of the sling, the patient's incontinence continued. The patient was implanted with another continence device on (B)(6) 2016 and the original advance sling was left in place. No further patient complications were reported in relation with this event.